Manufacturer narrative:
(B)(4). Device evaluation: the reported malfunction of a channel c display failure was confirmed. The root cause was attributed to a "pump module unit (pmu)". The pump head module was replaced to fix the problem. Additional information: the user interface module software version of this pump is 8.11.00. Should additional information be received, a follow-up medwatch will be submitted.

Event description:
A customer reported to baxter (B)(4), a colleague infusion pump with a channel c display failure. This condition had the potential to interrupt delivery. It is unknown when the alleged defect was observed. There was no report of patient/user involvement, injury or medical intervention in association with this event. The user interface module software version of this device is currently unknown. No additional information is available.

Manufacturer narrative:
(B)(4). The device is reported to be available but has not been received for evaluation. If additional information becomes available or the sample is received, a follow up report will be submitted. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.